Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown screws. A list of implanted screws was provided to synthes; however, it is unknown which of these two screws backed out. The implanted part numbers are as follows: part #02.231.244¿5.0mm variable angle lockng screw/slf tpng/strdrv/44mm02.1; 510(k) k110354. Device product codes-jdp, hrs, hwc. Common name- screw, fixation, bone. Part #02.231.238¿5.0mm variable angle lockng screw/slf tpng/strdrv/38mm; 510(k) k110354. Device product codes-jdp, hrs, hwc. Common name- screw, fixation, bone. Part #02.231.240¿5.0mm variable angle lockng screw/slf tpng/strdrv/40mm; 510(k) k110354. Device product codes-jdp, hrs, hwc. Common name- screw, fixation, bone. Part #02.231.242¿5.0mm variable angle lockng screw/slf tpng/strdrv/42mm; 510(k) k110354. Device product codes-jdp, hrs, hwc. Common name- screw, fixation, bone. Part #02.231.285¿5.0mm variable angle lockng screw/slf tpng/strdrv/85mm; 510(k) k110354. Device product codes-jdp, hrs, hwc. Common name- screw, fixation, bone. Part #214.822¿4.5mm cortex screw self-tapping 22mm; 510(k) k112583. Product device code-hwc. Common name- screw, fixation, bone. Part #02.231.280¿5.0mm variable angle lockng screw/slf tpng/strdrv/80mm; 510(k) k110354. Device product codes-jdp, hrs, hwc. Common name- screw, fixation, bone. Part #02.231.270 5.0mm variable angle lockng screw/slf tpng/strdrv/70mm; 510(k) k110354. Device product codes-jdp, hrs, hwc. Common name- screw, fixation, bone. (B)(4) part #02.131.275 5.0mm variable angle lockng screw/slf tpng/strdrv/75mm; 510(k) k110354. Device product codes-jdp, hrs, hwc. Common name- screw, fixation, bone. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in austria as follows: it was reported that the use of the va condylar plate for a distal femoral osteotomy. It was also reported that the surgeon stated that he would have torqued off the screws as product specialist was in attendance, the screws backed out - surgeon not confident in the locking mechanism as he never had this issue with the fixed angle screws from the liss system. Additional procedure was required to remove the loose screws. Date of implantation of va condylar screw: (B)(6) 2014. Date implant removed: (B)(6) 2015. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screw/unknown lot number. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.